Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2 mm vticmo 13.2 implantable collamer lens of -13.5/1.5/085 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. Excessive vault was observed. On (B)(6) 2023 the lens was exchanged for a shorter length lens and the problem was resolved.